Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: bd received two photos and one sample submitted for evaluation. The reported issue was not confirmed since our quality engineer did not observe the indicated failure during the sample evaluation. However, our quality engineer did observe silicon droplets on the catheter of the unit. A quality alert has been sent to all personnel involved in the manufacturing of this product to prevent further occurrence. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tip was damaged. The following information was provided by the initial reporter: "we found another defective tip out of the package"